Manufacturer narrative:
Additional information was unable to be obtained besides the fact that the impella was removed as part of the treatment. The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: the impella cp was inserted via the right femoral artery, via the non-abiomed 16fr introducer, to support the 79 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Underlying medical history was not shared. The cp was inserted but, due to an access site hematoma the pump was explanted and replaced by an intra aortic balloon pump after just 4 hours of support. The patient survived. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient did have heparin anticoagulation. Additionally, the use of an off-label large bore 16fr introducer can contribute to the access site bleeding.